Event description:
Per the clinic, the patient was experiencing poor performance with the device. Reprogramming attempts were made, however, the issue could not be resolved. The device was explanted in (B) (6) 2010 (date not reported) . It is unknown whether the patient was reimplanted with another device. The manufacturer became aware upon receipt of the explanted device on (B) (6) 2010.

Event description:
It was reported to boston scientific corporation that a solyx sis system was used during a sling placement procedure. According to the complainant, during the procedure, the physician placed the first mesh carrier of the solyx sling mesh assembly into the patient successfully. As the physician was positioning the delivery device to implant the second mesh carrier, the mesh frayed at the edge and stretched. The entire mesh assembly was removed from the patient and no part of the device detached. The procedure was completed with another solyx sis system. There were no patient complications and the patient's condition at the conclusion of the procedure was reported to be "fine".

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B) (4)